Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 419478 lead, implanted: (B)(6) 2005; 407645 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that lead integrity alert (lia) triggered on the right ventricular (rv) lead. There were non-sustained ventricular tachycardia events with possible noise as well as short v-v interval counts. A slight increase in pacing impedance was also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.